Event description:
According to the reporter, during a laparoscopic uterine leiomyomectomy, when suturing the vaginal stump, when the thread was pulled while stitching, the thread stretched more than usual and broke. It occurred twice consecutively and the user re-sewn to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.